Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The sample was not returned for evaluation, therefore, a conclusion can not be made. The current information for use for this device states: the luminexx 3 biliary stent is indicated for use in the treatment of biliary strictures resulting from malignant neoplasms. This application represents an off-label use for this device.

Event description:
It was reported during an sfa using an .035 guidewire, the doctor was deploying the stent and it became stuck on the wire. The doctor had to remove the wire and stent. The doctor was able to complete the case successfully with another wire and stent. There was no patient injury reported.